Event description:
Customer states that he obtained a reading of 37 mg/dl on his compact plus meter and ate two small candy bars. His wife called the paramedics, who arrived 10 minutes later and obtained a reading of 178 mg/dl on their meter. The customer then immediately obtained a reading of 65 mg/dl on his compact plus meter. No adverse event reported. Paramedics did not administer treatment. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.